Event description:
It was reported to depuy acromed that the inner screw washer of the moss miami polyaxial screw separated from the screw head upon insertion. There was difficulty removing the screw and subsequently surgery time was delayed by 45 minutes. There were no other adverse consequences to the pt. A dimensional analysis was performed and the screw shaft conformed to specifications. The drawing and devices history record were reviewed and no discrepancies were found.